Event description:
It was reported that the disposable tubing had kinks. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device patient/consumer.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. Device history record. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the sample with marks present in the tube (clamp mark). The customer reported problem was confirmed. During testing, when the clamp was deactivated, the tube was observed with a mark. The investigation showed that the root cause of the reported problem was due to the clamp being closed or manipulated during the manufacturing process. For corrective action an awareness notification was issued to the production personnel to explain the importance and reinforce the adherence in procedure. The root cause of the reported problem was traced to manufacturing there were no deviations documented in the device history record, related to the process and components that conforms this device.